Event description:
The customer reported the system's vertical column motion was sticking requiring the button to be pressed multiple times. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.